Event description:
The patient was inappropriately treated two times by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. The root cause for the shorted diode array could not be positively identified. No adverse event resulted from the damaged belt. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
Per additional information, upon investigation the electrode belt was unable to communicate with a monitor. The patient was inappropriately treated two times by the lifevest. The patient's neurological status at the time of the event is unknown. Supraventricular tachycardia (svt) contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.